Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient and there was no report of a device malfunction. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the xience everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The 2.5x18mm xience v referenced is filed under medwatch report number: 2024168-2016-00427.

Event description:
It was reported that on (B)(6) 2011, a 3.0x23mm xience v stent was successfully implanted in the proximal right coronary artery (rca) lesion and a 2.5x18mm xience v stent was successfully implanted in the distal rca. On (B)(6) 2014, the patient was admitted to the hospital for stable angina and in-stent re-stenosis. 50% re-stenosis was noted in the proximal rca, and the mid-distal rca was completely blocked. Another percutaneous intervention (pci) was attempted in the proximal, mid, and distal rca; however, a non-abbott catheter was unable to cross into the occluded rca lesion. The procedure was abandoned. On (B)(6) 2014, the patient was discharged from the hospital. There was no additional information provided.